Manufacturer narrative:
Evaluation result: release pedal. The stryker service technician found that a cooler had been placed between the litter and stretcher base causing pressure on the release pedals and not allowing the jacks to pump up.

Event description:
It was reported by service report that the stretcher would not pump up. No patient involvement or adverse consequences are reported.